Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of being hospitalized on (B)(6) 2019 due to low blood glucose. Customer reported of receiving an insulin flow blocked alarm and was not able to change to infusion set, so customer administered a manual injection, but gave too much which caused a low blood glucose. Customer stated that the infusion set was kinked. Customer was taken to the hospital via paramedics. Customer's blood glucose was 27 mg/dl at the time of hospitalization. Customer was treated intravenously and given carbohydrates. Customer declined troubleshooting. Insulin pump is not expected to return for failure analysis.